Manufacturer narrative:
The customer reported issue that the syringe module was infusing medication faster than expected and alarming could not be confirmed. No product or device logs were returned for investigation. The device(s) involved in this investigation were used for patient treatment. The root cause of this failure could not be identified.

Event description:
Alaris syringe pump to drip flolan into a nebulizer to give a patient nebulized flolan. The pump was programmed at 7 ml/hour. The drug ran as programmed for (5) minutes. After that, the pump alarmed and the syringe was being pushed by the plunger fast enough that it was visible to the human eye. He then set up another pcu and syringe pump and the exact same event happened with the second set up. This is an off label use of the syringe pump.

Manufacturer narrative:
Additional information:

Event description:
Alaris syringe pump to drip flolan into a nebulizer to give a patient nebulized flolan. The pump was programmed at 7 ml/hour. The drug ran as programmed for (5) minutes. After that, the pump alarmed and the syringe was being pushed by the plunger fast enough that it was visible to the human eye. He then set up another pcu and syringe pump and the exact same event happened with the second set up. This is an off label use of the syringe pump.